Event description:
A report of a patient death was received from a medical examiner. Review of the information indicated that the patient died approximately 2 days after cardiac resynchronization therapy defibrillator (crt-d) replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).